Manufacturer narrative:
The product was implanted in the patient and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01800, 3005168196-2017-01801. The device was implanted in the patient..

Event description:
The patient was undergoing a coil embolization procedure in an internal mammary artery to pulmonary artery fistula using pod packing coils (podjs). During the procedure, the physician successfully placed a pod4 using a lantern delivery catheter (lantern) with a non-penumbra rhv, despite the patient having tortuous anatomy. The physician then felt resistance and was unable to advance when a podj neared the distal tip of the lantern. The physician therefore detached the podj within the lantern and flushed the podj into the target location. The physician then removed the rhv and replaced it with the rhv that is packaged with the lantern. The physician was able to successfully place a podj and a pod5; however then again felt resistance advancing two additional podjs through the lantern. The physician therefore detached the podjs within the lantern and flushed them into the target location. The procedure then ended with the successful placement of another podj. There was no report of an adverse effect to the patient.